Event description:
It was reported that the pulse generator reached elective replacement indicator (eri) prematurely. On (B)(6) 2010, the estimated remaining longevity was 1-1.25 years. Six months later, on (B)(6) 2010, the device was at eri. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.